Event description:
Customer called regarding the strips allegedly are peeling. Customer felt shaky and received two readings, 55 and 80 mg/dl on the meter that correspond to the symptoms. Customer reportedly took insulin despite the low readings and symptoms. There was no evidence of an adverse event, based on the information provided. The strips were replaced due to an unresolved issue.